Event description:
International affiliate reports that after implantation of the valve, the patient had a subdural hematoma. Following treatment, the surgeon was unable to change the valve pressure. The device was explanted.